Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not turn on,however vibrator is activated repeatedly in three short bursts. Unable to perform functional testing or download log as the receiver will not turn on. The receiver case was open for internal inspection and failed due to moisture detection sticker and moisture damage inside. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.